Event description:
A customer reported a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarm 30 and assisted by instructing the customer to remove the cartridge and deliver a bolus, which completed successfully, but the cartridge alarm recurred when attempting to reload. The customer was unable to resume insulin therapy with the current pump, so technical support decided to replace both the pump and the original cartridge. The customer will use a backup insulin pump to ensure continuous insulin delivery. Technical support confirmed that the replacement pump would be equipped with updated software, provided instructions for storage mode, and arranged for the return and replacement process. The customer acknowledged all instructions and understood the need to program the replacement pump settings and connect it to their cgm.